Event description:
Hill-rom received a report from the account stating the bed exit is not alarming. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech found the bed exit not functioning correctly due to the power control board inoperable. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the power control board to resolve the issue. Based on this info, no further action is required.